Manufacturer narrative:
(B)(4).additional information: the ec60a device was received for analysis with no visual non-conformances and with an ecr60b cartridge loaded on the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended. The manual switch worked as intended. The reported event could not be confirmed as no partial fire was noted during functional testing. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: ¿when they pressed the red button and then the firing handle to reverse the knife¿ was the firing handle completely pressed plastic to plastic? Yes. During which stroke did the event occur? 1st. What color cartridge was being used? Blue cartridge. What other color cartridges were used before and after this event? It was at first firing. Was buttressing material utilized? If so, which product? No. Was the instrument fired/closed across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? The firing force was experienced to be higher. Is there any other additional information you would like to share about this device or procedure? After they had removed the staple plus the trocar and when no tissue was inside the jaws, it worked to open the instrument with help of the red button outside the patient.

Event description:
It was reported that during a laparoscopic colorectal procedure, "at the first reload when they tried to staple the bowel, the instrument was on the lock-out mode and it was not possible to do anything. The transection had not started and the instrument was locked out when they tried to start the firing. It was in an angled position. When they pressed the red button and then the firing handle to reverse the knife, nothing happened. It was not possible to get the instrument out of the lock-out mode. Then they had to use a new port hole and use a new trocar and staple on the both side of the device in order to get out the instrument stuck in the trocar in the patient's body. When they took out the instrument and when no more bowels was inside the jaws, they managed to open the instrument and then the red button worked to return the knife. So they managed to get out from the lock-out mode when no tissue was inside the instrument outside the body but not earlier." Another like device was used to complete the procedure. There was a delay of forty minutes. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: ¿when they pressed the red button and then the firing handle to reverse the knife¿ was the firing handle completely pressed plastic to plastic? During which stroke did the event occur? What color cartridge was being used? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired/closed across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? Is there any other additional information you would like to share about this device or procedure?